Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the atrial lead, acceptable threshold measurements could not be obtained. The lead was not used and successfully replaced.